Event description:
Healthcare professional reported the patient states implant has been slowly deflating over the last few days. This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: - deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, wear abrasion, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported the patient states implant has been slowly deflating over the last few days. This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.